Event description:
A journal article was reviewed that contained information regarding this leadless implantable pulse generator (ipg). The article reports patient deaths categorized as in-hospital all-cause post leadless ipg implants; however, there is no indication that any of the deaths were device related. The causes of death were unknown. There were procedural complications such as acute post procedure infection, vascular complications, pericardial complications, and device complications. Patients required pericardiocentesis and device retrievals. The status/disposition of the devices is unknown.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. This study included 16,825 patients. The baseline gender/age characteristics is male/75 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: early trends in leadless pacemaker implantation: evaluating nationwide in-hospital outcomes. Heart rhythm 2022; 19:1334¿1342. Doi: 10.1016/j.hrthm.2022.04.008. Pmid: 35430342. Suspect medical device references the main component of the system. Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: unknown / serial#: unknown, UDI #: asku, device available for evaluation? No. Dev rtn to MFR? No. Mfg date: unknown. Labeled for single use: yes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.